Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was seen by their dentist for a comprehensive exam and evaluation. The dentist has concerns about the patient being treated adequately. The dentist observed that the teeth movements were not progressing as expected. The proposed treatment plan which was proposed with proclination of the teeth and opening of spacing distal to the canines would result in a very unesthetic outcome. There is a very good chance for recession and bone loss around the proclined teeth. Dentist advised patient not to proceed with the current plan due to lack of proper diagnostic records during it creation and potential harm to the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.